Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional xtw mitraclips and ntw mitraclip, referenced are filed under separate medwatch report numbers.

Event description:
This report is being filed to capture the second xtw mitraclip which rotated post-deployment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) grade of 4+ with p2 leaflet prolapse and a p2 flail. The p2 leaflet was redundant. Two xtw mitraclips were delivered and deployed on the a2p2 leaflets. Reportedly, both these clips rotated after deployment, while remaining stable on the leaflets. An ntw mitraclip (cds0704-ntw, 01110u123) advanced to the mitral valve with noted difficult visualization due to the anatomy and anatomy being so commissural. The mitraclip was having difficulty grasping the leaflets and was unable to capture leaflets. It was decided to remove this clip. During clip delivery system (cds) removal, some resistance was met with the anatomy. Standard troubleshooting was performed with successful removal following. Reportedly, during the removal, chordal rupture was possible as there was new flail or anterior prolapse that was not present before the procedure. Another xtw mitraclip was successfully delivered and deployed on the a1p1 leaflets. The mr was reduced to 1-2+. There was no clinically significant delay in the procedure. There was no device issue or malfunction regarding the implanted xtw clips. The patient was discharged to home on (B)(6) 2021. On (B)(6) 2021 the patient was readmitted to the hospital due to dyspnea, chest tightness, and worsening heart failure was diagnosed. Medications had been provided as treatment. Per imaging, severe mr, mitral stenosis, and chordal damage were observed. The pulmonary artery (pa) pressures were noted elevated. Reportedly, there was no concern regarding the implanted xtw mitraclips. These clips had remained well seated without any device malfunction. However, per physician, there was a flail chord or flail leaflet at the a1p1 area that was not identified during or after the initial procedure. The a1 had torn off the annulus from the most lateral clip. This clip was subvalvular. The physician believes that the patient "popped a chord" causing the severe mr to return. On (B)(6) 2021 the three mitraclips were successfully explanted and mitral valve replacement was performed as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated and the reported unintended movement (clip rotated after deployment) and poor image resolution during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement (clip rotated after deployment). The reported poor image resolution was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, the additional information was received: cds0704-xtw (B)(6) was the most lateral clip. There was no detachment observed post the index procedure. There was a torn leaflet, engaged lateral chordae, and popped chordae associated with cds0704-xtw (B)(6). One of the chordae had torn off the sub-valvular area and a new flail was noted in the atrium. The chordae were still attached to the ventricular area. On (B)(6) 2021, the patient complained of dyspnea and worsening of congestive heart failure was diagnosed. Medications were provided as treatment. The discharge echocardiogram showed moderate mitral stenosis. One day after leaving the hospital, the patient again had worsening of dyspnea and chest tightness. The patient presented again to the hospital. The cardiac enzymes and electrocardiogram were unremarkable. Bnp (heart failure labs) was elevated. It was decided then to perform a mitral valve repair as treatment. On (B)(6) 2021, mitral valve surgical repair, an atrial septal defect closure, tricuspid repair, and left atrial appendage ligation was performed. Non-abbott physio rings were placed in the valves. The mr had been reduced to grade 1+. Reportedly, the tricuspid repair was unrelated to the mitraclip devices and unrelated to the mitraclip procedure. The explanted clips were evaluated. The explant pathology reports that the first and second clips mitraclips (cds0704-xtw, (B)(6)) were in the open state. The third clip (cds0704-xtw (B)(6)) was in the closed state. Reportedly, the clips were manually opened approximately 30 degrees during the explant procedure to avoid tissue injury. The event resolved with the mitral valve repair with reattachment of the a1p1 to the lateral annulus.